Event description:
During a yearly upgrade of our cerner system, our devices were tested for integration between cerner and hospital monitoring equipment. Unknown to our staff, cerner completed an upgrade to one of the drivers on our connectivity engines (ce), devices that bridge the connection from our ge equipment to cerner's ibus system. The update to this driver caused our patient monitors in our post anesthesia care unit (pacu) and surgery to longer maintain a connection to the electronic medical record (emr) after 24 hours, requiring daily reboots to these ce devices. Cerner was unable to identify what the issue was and put the solution on the hospital to correct any problems with our equipment even though no modifications were made on our end. The problem took 6 weeks to correct. Cerner advised us the issue was found at several other hospitals as well.